Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not clean the area before starting pd therapy. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that day, the patient started treatment with injection vancomycin intraperitoneally 500 (units not reported) continuously in night bag (duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient¿s peritoneal effluent was clear and the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.